Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age who underwent breast prostheses implantation with mentor gel implants in (B)(6) 2005 in her right breast and in 2014 in her left breast reported developing a number of illnesses and symptoms, including but not limited to, sharp pain in the breast, tenderness, chronic fatigue, and autoimmune dysfunction. The patient underwent revision on unknown date for right implant issues on unknown date between (B)(6) 2005 and (B)(6) 2017. The root cause of the patient's symptoms are unclear. The FDA continues to believe that the weight of the currently available scientific evidence does not conclusively demonstrate an association between breast implants and connective tissue diseases (statement from (B)(6) m.d., of the FDA¿s center for devices and radiological health on agency¿s commitment to studying breast implant safety). Should additional information become available, this case will be re-assessed and notes will be updated. This report is for the left side.